Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redq0805 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "on (B)(6) 2019, the patient underwent a "right upper extremity PICC catheterization" under ultrasound guidance, and the catheterization went smoothly. On (B)(6) 2019, a leak was found in the infusion hall. After inspection, the cause of the leak was that the joint of the extension tube of the catheter was cracked."